Manufacturer narrative:
Tw # (B)(4). Corrected section: h6 device code changed to 4042. The device was returned to the factory for evaluation on 12/03/2024. An investigation was conducted on 01/13/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned outside the loading device with the tension spring assembly inside the loading device with the seal deployed. The blue slide lock was off, which allows for the white plunger to be depressed. The white plunger was depressed. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal, no cracks or delamination was observed. No measurements of the device were taken due to the presence of blood in the delivery tube, per requirement in ga000080 section 7.4.1. This requirement is currently being assessed under CAPA 1112811 in response to FDA observation 4a2a. Based on the returned condition of the device as well as the evaluation results, the reported failure "activation problem" was not confirmed. The lot # 3000371361 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary bypass procedure, heartstring iii system 4.3mm seal did not fit inside the aorta and came out of the body, making it unusable. A new heartstring was opened and the surgery was completed successfully. There were no health risks to the patient.